Manufacturer narrative:
The device was returned to olympus, inspection and testing found that the nozzle and auxiliary channel was clogged with foreign materials. This complaint is most likely the result of insufficient cleaning procedures. During testing and inspection the following was also found: the scope cylinder was discolored, due to clogging of the air/water tub the air supply volume does not meet the standard value. The connector cover is deformed, the connecting tube has a buckling, the protector of the universal cord on the control section side has a cut. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, colon videoscope, to the olympus service center. Upon inspection and testing of the returned device, there was evidence that insufficient or incorrect reprocessing scope was used. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle and channel was unable to be further specified. Moreover, no deformation of the nozzle/channel was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events can be detected and prevented by handling the device in accordance with the following (IFU): instruction manual olympus gif-xp170n olympus gif-h170 olympus cf-h170l/I operation manual chapter 3 preparation and inspection shows how to detect the events. Instruction manual olympus gif-xp170n olympus gif-h170 olympus cf-h170l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the events. Olympus will continue to monitor field performance for this device.